Event description:
It was reported that during the implant procedure, the atrial lead could not be fully inserted into the pulse generator header. The lead was no longer used and a new lead was implanted. There were no complications and the patient tolerated the procedure well. The patient was reported to be doing fine.

Manufacturer narrative:
Final analysis found that the insulation adjacent to the small sealing rings was measured to be out of specification.